Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determine the exact root cause. Defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. The exact root cause is under investigation with (B)(4) vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the pressure reading for "press pat insp" slowly increased from 0 to the value of 23 mbar in more than 20 seconds during the inspiration block/valve test of the bellavista 1000 with a blocked inspiration connector. Also, the adc for press blower was slightly out of limits after the zero pressure and pressure gain calibration. The customer confirmed that there was no patient involvement associated with the reported event. Adc - analog to digital converter.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. The customer provided the test results, and vyaire medical will be sending a replacement inspiration block under warranty due to the observed fluctuation on press blower sensor (not working as it should). The customer was advised to install the new block and perform the base unit test and complete calibration once received. No root cause has been determined at this time, investigation continues under reference (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.